Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: e1(name).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10. Additional fields: e1( event site state: (B)(6) , event site postal code: (B)(6)). It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had a gas loss alarm. Patient involved ,no harm reported. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse visited the site and received and oral explanation. The fse then stated that it was a patient with a strong blood vessel meandering, so the alarm was ringing. Therefore, the unit was not dismantled,also (3) gfe attempts have been performed to obtain additional information. No response has been provided, the complaint will be closed and in the event new information and/or device was to become available, the file will be reopened and updated. H3 other text : received an oral explanation from customer.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit is alarming gas loss, pump was replaced. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.